Event description:
While in the cardiac care unit, the patient's blood pressure acutely dropped to the mid seventies (with mean arterial pressure in the 40s). The nurse noted that fluid was leaking around one of the tlc ports, and blood was backing out the same port. Upon closer inspection, it was noted that the hub of the stopcock was cracked. This was the second occurrence of this nature in one 12 hour shift. The stopcock needed to be changed quickly and vasopressors were increased to support the patient's blood pressure.